Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly noted a drag mark on the terminal pin, possibly indicative of the electrode being pulled while the setscrew remained down. Signs of arcing were observed on the distal shocking coil consistent with those found on the device case.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated nor tones heard with magnet application. Several attempts were made to confirm device function using alternate programmers but were unsuccessful. Boston scientific technical services (ts) provided steps for attempting a device reset to recover the device. Suspecting premature battery depletion, the physician later performed a revision procedure wherein the device and electrode were explanted and replaced. During the procedure the physician noted evidence of twiddler's syndrome though there were no associated clinical observations. No adverse patient effects were reported. Subsequent return and analysis of the device found evidence of electrical overstress damage to the high voltage capacitors and an internal circuit resulting from shock through a shorted electrode.